Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A interconnect cable lemo connection pin was evaluated and repaired. The image intensifier power supply was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.